Event description:
Customer called to report a diluent leak that appeared to be coming from the laser area of the coulter lh750 hematology analyzer. Customer could not locate the source of the leak. Customer was wearing proper protective equipment (ppe) consisting of a lab coat, glasses and gloves. There was no exposure to the eyes or mouth, and there was no contact with open or broken skin or mucous membranes. There was no report of results being affected as a result of the leak, and there was no death or injury and no changes to any patient treatment associated with this event. Customer stated that they had found that the tubing popped off at the retic chamber and reseated the tubing. The fse replaced the yellow stripe tubing from the ghost pump due to the tubing popping off. The root cause for the leak was a loose yellow stripe tubing popping off.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).